Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Event description:
A report was received that the patient had a mild redness noted at the incisional scar from implant. Upon aspiration, clear fluid was aspirated and a diagnosis of dura puncture was made. It was reported that the patient was having a lot of burning sharp pain over the right buttock region where the battery implanted. The patient was also experiencing overstimulation in the rib and shaking in the legs. The patient will undergo a revision procedure.

Event description:
A report was received that the patient had a mild redness noted at the incisional scar from implant. Upon aspiration, clear fluid was aspirated and a diagnosis of dura puncture was made. It was reported that the patient was having a lot of burning sharp pain over the right buttock region where the battery implanted. The patient was also experiencing overstimulation in the rib and shaking in the legs. The patient will undergo a revision procedure.